Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 201307), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: b5, d4(version or model #, catalog #, unique identifier (UDI) #), h6(health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing "assembly iab datasette, assembly dss datasette, pcb, motor controller, exch pcb,iabp main board, exch pcb,solenoid driver. Fse then performed full calibration and passed safety and functional checks and released the unit for clinical use.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure codes #50,54,58. There was no patient involvement.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure codes #50,54,58.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.